Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, deformation, wear abrasion, red particles in the shell and the weight the device within specification. No dimensions due to deformation. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exploded." Device has been explanted.

Event description:
Healthcare professional reported right side "exploded." Device has been explanted.